Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges did not fit securely on the pump. Reportedly, the cartridges would fall off. There was no reported impact to the customer's blood glucose level. Customer would reinsert cartridge and was able to resume insulin delivery.